Event description:
Pain level went back to the way it was prior to injection [meniscal degeneration] [arthralgia]. Fifth stage of deterioration in knee [meniscal degeneration] [osteoarthritis]. Meniscus is gone [meniscal degeneration] [meniscal degeneration]. Bone on bone (knee) [meniscal degeneration] [arthropathy]. Relief lasted for a week [meniscal degeneration] [device ineffective]. Case description: spontaneous report was received on 13-feb-2012 from a (B)(6) male pt, initials (B)(6), with meniscal degeneration. The pt's medical history was significant for left knee replacement surgery ((B)(6) 2011), and right knee pain (since (B)(6) 2011). On an unspecified date in (B)(6) 2011, the pt initiated treatment with synvisc one injection at 6 ml, once into the right knee. The lot number of synvisc one was not provided. The pt reported that he received the injection in the right side of his knee and started feeling relief after the injection. However, the relief lasted for one week and the pain level went back to the way it was prior to the injection. On an unspecified date in (B)(6) 2011, the pt received a shot of cortisone in his knee. On an unspecified date in (B)(6) 2011, the pt was diagnosed with fifth grade of deterioration in knee. The meniscus had gone and he was bone to bone. No action was taken with synvisc one. The outcome for the events of pain level went back to the way it was prior to injection, fifth stage of deterioration in knee, meniscus is gone, bone on bone (knee) and relief lasted for a week was not provided. Concomitant medications were not provided. The intensity for the events was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 15-feb-2012. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.